Event description:
It was reported that there was a procedure done in 12/2005 involving a distal 90% stenosis, with tortuous blood vessel anatomy. The lesion was predilated with a 1.5mm ryujin plus balloon and a 2.5x18mm tsunami stent was deployed at 14 atm in the distal area. The 3.0x23mm vision stent was deployed at 12atm in the proximal area. No anomaly was seen by ivus before or after deployment of the stent. The procedure was completed. Subacute stent thrombosis (sat) occurred 12 days after the 12/2005 procedure . The ivus images revelaed thrombus present and aspiration was performed. The deployed stent was explanted with a 3.0mm balloon (mfg. Unk). The procedure was completed. No anomaly was observed afterwards. The physician treating the subacute stent thrombosis(sat) was not the same physician that did the initial procedure. The second physician used a 3.0x-0mm balloon to dilate the stent site, and it is assumed that this stent is the 3.0mm vision.